Event description:
The user facility reported that a "black box" appeared on their monitor display. A procedure delay was reported. The procedure was completed successfully; no report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found no issues with the function or operation for the hexavue custom room rack or the monitor display. The technician further inspected the unit and found that user facility personnel did not properly route the deidentification feature prior to the reported event. The deidentification feature can deidentify a source to hide identifying details, such as a patient's face, with a black box. Deidentification is helpful when you're sharing video with people outside the operating room with video conferencing or streaming. Prior to a patient procedure, personnel set up the deidentification feature and when the procedure ends, the user may route something else to the monitor without disabling the deidentification from the previous source resulting in the reported event. The operator manual states (section 10), "routing and capturing a deidentified source: to preserve the deidentifying black boxes when routing or capturing a source, you must route the source from the deidentification screen. If you route the source from the home or conference screen, the black boxes don't appear. To route a deidentified source to a destination, such as streaming or video conferencing: in the deidentification screen, click the destination's button in the destinations list. To capture images and video with the deidentifying black boxes: 1. In the deidentification screen, select one of the capture/record buttons in the destinations list. 2. Click home, find the video capture preview on the right side of the screen that shows the black boxes, and use the camera and video buttons that are below that preview." "Removing the deidentification boxes: to remove the deidentification boxes from a destination: in the deidentification screen, click the disabled region 1 and disable region 2 buttons, and then click the destination's buttons in the destination list." Steris offered in-service training on the proper use and operation for the hexavue custom room rack, specifically the proper procedures for the deidentification process and is awaiting a response. The hexavue custom room rack and wall monitor were returned to service. No additional issues have been reported.